Event description:
The customer tested her blood glucose using 2 bayer meters and received readings of 320 and 140 mg/dl. One meter was a contour, the other type was not known. The difference between the readings falls in the "c" zone of the error grid, making the difference clinically significant. The customer's contour test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.